Event description:
The processing center lid was open while the operator was troubleshooting the axsym analyzer. The lid descended onto the operator and struck her in the face. The operator rec'd an abrasion on her face and was treated in the facility emergency room. A "td" shot was administered.